Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and another rapid antigen test. The caller reported she had tested 10 times since (B)(6) 2022, and had received suspected false positives on each. Each consumer event is captured a separate report.